Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The reported symptom was duplicated. The cause was due to a damaged motor coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the device was not working smoothly and made a loud grinding noise. A second device was used to complete the procedure with no adverse patient consequence.